Manufacturer narrative:
. A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the IFU: a non-qualified viscoelastic was used in the device. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. As stated, in the preloaded delivery system IFU, only company qualified viscoelastics must be used in conjunction with the device. All other viscoelastics are not qualified for use. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to lens delivery issues and /or damage. The use of non-qualified viscoelastics is considered, a failure to follow the IFU for the company lens with preloaded delivery system. And is not recommended under any circumstance. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during the intraocular lens (iol) implantation the lens was torn. The lens was then removed and replaced with another lens in the same procedure. Additional information was requested.